Event description:
An aneurx stent graft system was implanted for the endovascular treatment of 6.5 cm abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine patient follow up, a small type I endoleak was observed. The endoleak was due to neck enlargement. The aneurysm had been seen to shrink to 4.5 cm diameter since the index procedure, but had since increased to 4.9 cm. Due to patient anatomy, with the aneurx only 3-5 mm below the renal arteries, there was insufficient space to place an aortic cuff. The physician was able to place a catheter behind the stent graft and place coils where the endoleak was located. Final angiogram revealed no apparent sign of the endoleak. It was unknown if the stent graft had migrated from its index position. No clinical sequelae were reported and the patient was discharged later on the day of the procedure.

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression; neck dilatation. Conclusion: disease progression; neck dilatation. Endoleak.